Event description:
The customer reported the following blood glucose, carbohydrate intake and insulin bolus history for (B)(6). She deactivated the pod at 2:24 pm and noted that the cannula looked slightly bent, which she though may have occurred during removal. The device was discarded.

Manufacturer narrative:
The device was discarded and will not be returned for evaluation. We are unable to confirm the bent cannula or to determine if it occurred post-use or if it could have contributed to the reported hyperglycemia. No qualification records were reviewed as no product lot number was reported. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe."